Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the technician found that the 1.5 cutter failed the mesh test and replaced it and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during surgery, uneven meshed graft obtained from device. The graft was unusable. There was an additional unplanned graft taken and a delay of 30 minutes, another device was used to complete the surgery. After final investigation it was found that the cutter could have contributed to the reported event as it failed the test cut. Due diligence is complete and no additional information is available.